Event description:
The facility complained that the pt's ECG waveform on the display screen became a flatline while monitoring the pt. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.